Event description:
It was reported that the patient experienced hyperglycemia due to infusion set fell off while the patient was sleeping and was treated by changing infusion set only on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380